Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; with no damage or peeling. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found and no defect was found to the flex connector. Unrelated to the complaint, the pump failed a leak test due to a display lens leak. Evidence of moisture corrosion was found in the pump compartment.